Manufacturer narrative:
One catheter with attached monoject 1.5cc limited volume syringe, 3 connectors was returned for evaluation. A non-edwards contamination shield was located on the catheter body between 20 cm and 98 cm proximal from catheter tip. No introducer or package was returned. The thermistor was submerged in a 37.1c water bath and read 37.1 c. The catheter ran cco in 37.1 c water bath on vigilance ii monitor for 5 minutes with no error message. Thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Resistance value of the thermal filament circuit measured within specifications at 39.06 ohms. Both thermistor and thermal filament connectors were opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the balloon, catheter body or returned syringe was observed. Balloon inflation testing was performed using the returned syringe with 1.5cc air. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. The complaint could not be confirmed. No evidence of a manufacturing nonconformance was noted. It could not be determined if procedural factors or device handling may have contributed to the event reported no actions will be taken at this time.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that "the indicated blood temperature was high from 40 degrees c to 50 degrees c on the second day of use. It is unknown if the error message was observed or not. It is also unknown if there was any occlusion, leakage or kink noted in the catheter. The sample of tracing was not available." There were no patient complications reported.